Event description:
It was reported that fluids were infusing after chemotherapy, and the tubing disconnected from the closed system transfer device closest to the patient.

Manufacturer narrative:
Additional information provided: b.3 & b.5. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that fluids were infusing after chemotherapy, and the tubing disconnected from the closed system transfer device closest to the patient.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Generalized complaint of issues with the luer loks and leaks.